Event description:
It was reported that the patient had frequent episodes of vt. The ICD showed short eri to eol margin within 3 months, suspected to be due to several nsvt episodes. The device was explanted and replaced. The patient condition after the event was stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported field event of premature battery depletion could not be confirmed. Based on programmed settings and usage data, a longevity calculation was performed and the battery was within normal longevity estimations. Device function was normal when tested on the bench.